Event description:
It was reported there was an impedance reading >40,000 ohms, and the pt was not "getting" any stimulation intra-operatively. At 0-3 electrodes were out of range, and the lead was placed in the opposite snap lid connector with f/u performed. Temporary high impedance was not suspected. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.